Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use the subject device presented error messages (e315, e216 and b30). There was no patient involvement.

Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed, the device has no image-error e216, based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. One or more failure mode(s) identified has been previously investigated through the product technical investigation (pti) process and therefore does not require any further investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.